Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced possible undersensing that may have caused false detection of episodes. The icm remains in use. No patient complications have been reported as a result of this event.